Event description:
It was reported that the patient presented for a scheduled device changeout. During the procedure, it was noted that the right ventricular lead exhibited high impedance and high capture threshold. The lead was capped and replaced. The patient was stable post procedure.